Manufacturer narrative:
Additional information was provided in h.2, h.3, h.10. Product evaluation: the product was returned for analysis and the reported complaint was not observed. No damage was observed to the iol. Additional observations were as follows: iol returned positioned correctly in the iol case base. The well area of the lens is covered with an adhesive tape. No lid of the case returned. Iol is immersed in solution. No damage observed. Root cause: no root cause identified as no damage was observed to the lens. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned covered with an adhesive tape. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) with a scratch on the optic. Additional information is requested.